Event description:
Mynx closure device was used in the right femoral artery during emergent revascularization. Mynx closure device failed requiring return to surgery. Mynx rep contacted, they reported to facility other failures had been reported.